Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. PMA 510(k): this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4)manufactures a similar device in the united states under PMA number p010014. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "inadequate range of motion due to improper selection or positioning of components." Surgeon did not approve for return.

Event description:
It was reported that patient underwent a partial knee arthroplasty on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2016 due to loss of range of motion and stiffness.